Manufacturer narrative:
Trackwise: (B)(4). The lot # 25152875 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) blocking device falls off the conveying pipe during loading. (Device remains in the loading device) a replacement device was used to complete the procedure. The hospital did not report any patient effects.